Event description:
It was reported that a edwards bioprosthetic mitral valve was explanted due to mitral regurgitation after an implant duration of approximately 8 years, and replaced with another bioprosthetic valve. The operative report indicated the patient had severe mitral regurgitation and atrial fibrillation. The procedure was completed with no complications and the patient was taken to the ICU in critical but stable condition.

Manufacturer narrative:
Method: x-ray. Evaluation summary: as received, heavy host tissue overgrowth encroached onto leaflet 1 at the outflow aspect and into the orifice at the greatest point by approximately 9mm. It fused the free margins of leaflets 1 and 2 at commissure 2 by 8mm. Host tissue overgrowth was minimal to moderate at the remaining tissue at the outflow aspect. Host tissue was moderate at the stent outflow. Host tissue overgrowth restricted mobility in the leaflets, and may have led to the reported regurgitation. Moreover, calcification was moderate in the cusp area of leaflet 1 and minimal to moderate calcification at the cusp area of leaflet 2. At commissure 1, calcification was moderate at the free margins of leaflets 1 and 3. At commissure 2, the free additional manufacturer narrative: the evaluation confirmed the presence of heavy host tissue/pannus as the primary cause of the reported regurgitation. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. The mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. The available information suggests nothing to indicate a device quality deficiency that may have caused or contributed to this event.